Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to high threshold. Moreover, when repositioning the lead, putting a stylet in and upon advancement into the lumen, the tip of the stylet poked through the lead body that was still proximal to the venous entry site. Hence, a new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to high threshold. Moreover, when repositioning the lead, putting a stylet in and upon advancement into the lumen, the tip of the stylet poked through the lead body that was still proximal to the venous entry site. Hence, a new lead with the same model was implanted. No adverse patient effects were reported.